Manufacturer narrative:
Sample is plasma and centrifuged automatically on the power processor. The centrifugation speed and time was not provided by the customer. Due to the belated reporting on this event, no sample was available for testing by customer product line support (cpls). No qc or system check data was provided by the customer. Customer is not reporting any system performance issues. Service was not dispatched for this event. No clear root cause for this event has been determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining thyroid stimulating hormone (tsh) results on multiple patient samples, which the physician questioned as being falsely elevated, and not matching the clinical presentation of the patients that were generated by the unicel dxi 800 access immunoassay system. The erroneous results were reported out of the laboratory; however, upon re-centrifugation and rerun, the tsh results were lower and amended reports were issued to the physician. It is unknown if patient treatment was affected in this event. Separate reports 2122870-2011-00583, 2122870-2011-00584, 2122870-2011-00586, 2122870-2011-00587, 2122870-2011-00588, and 2122870-2011-00589 have been submitted for the other patients associated with this event.